Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate; all other keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under the contrast, up arrow and down arrow key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons required very hard presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment against the body and cleaned it with a dry towel. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.